Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on investigation made on 07-nov-2018. It was reported that crossing difficulties occurred. The target lesion was located in the left circumflex artery (lcx). A 24 x 2.25 promus premier stent was advanced but could not cross the lesion. The procedure was completed with a different device of the same model. No patient complications were reported. However, device analysis revealed stent damage. Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage to the 5th most proximal stent strut row; a strut was lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, shaft polymer extrusion and the tip found no issues.